Manufacturer narrative:
D10: device available for evaluation: additional information. G4. Date MFR rec: additional information. H2: type of follow up: device evaluation. H3: device evaluated by manufacturer: additional information. H6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the marksman catheter was returned separated into two segments. There does not appear to be any missing segments. No damages or irregularities were found with the marksman hub. The marksman catheter body was found separated with the inner wire protruding from within the separated ends. The tubing material of the separated ends exhibited with jagged edges and stretching. The marksman catheter body was found flattened from the distal marker/tip. In addition, the marksman catheter body was found kinked proximal to distal marker/tip. Based on the device analysis and reported information, the broken end of the marksman catheter exhibited with plastic deformation ( stretching/jagged edges). In addition, the inner wire was found separated. This indicates that the catheter separated as the tensile strength of the tubing material and inner wire were exceeded. It appears there was excessive force used (pushing and pulling). It is possible the patient¿s ¿severe¿ vasculature tortuosity contributed to the event. However, the cause for the event could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the reported event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out to the customer. Once the device has been received and the investigation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the tip of the medtronic microcatheter broke as it was being delivered through the guide catheter. Prior to the event, access was achieved with the guide catheter. Then the microcatheter was attempted to be delivered in the guide catheter and that is when the reported event occurred. The microcatheter and broken tip were removed from the patient and will be returned. No injury was reported as a result of the event. The patient was undergoing mechanical thrombectomy procedure. The patient¿s vasculature was severe in tortuosity.